Manufacturer narrative:
Concomitant continued: 4194 lead implanted (B)(6) 2007.

Event description:
It was reported that a telemetry issue was observed while the cardiac resynchronization therapy defibrillator (crt-d) patient was attempting to send a remote monitor transmission. Follow up yielded no further information. The device remains in use. No patient complications have been reported as a result of this event.